Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery had been replaced 4 times in 5 days and the insulin pump had weak battery alerts. Customer was using the recommended battery type. Customer stated that they make the battery little bit wet and it does respond better. The alarm history also showed an unexpected restart, an external ram error and displayable history check failed on startup alarms. Blood glucose value was 10.2 mmol/l. Customer was advised the battery cap would be replaced.